Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, it was noted that the battery on the device longevity was shorter than anticipated and premature depletion was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.